Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported infection and hyperglycemia. Lot qualification records, including sterility records, were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands. Clean the insulin vial with an alcohol prep swab. Clean the infusion site with soap and water. Keep sterile materials away from any possible germs" and it cautions, "if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions form your healthcare provider." It advises, "at least once a day, use the pod's viewing window to inspect the infection site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat." It also warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that after wearing a pod for 48 hours, she removed the pod and the site was swollen "to the size of a pod". She said that her blood glucose result reached approximately 400 mg/dl, and the area was white with no discharge. She applied hot compresses and treated it with antibiotics from her health care practitioner. She stated that she cleanses the site areas with soap and water. She discarded the pod prior to calling.